Manufacturer narrative:
Date of event: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed and had a broken lcd screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
G2 email is: (B)(4). One device was received in bad condition, the tank very dirty. Per visual inspection, it was noticed that the tank cover was damaged, and a light emitting diode (led) was broken. Per functional testing, the pump didn?t work, no water was circulating. The temperature started to increase, and when it had reached thirty-eight (38) degrees the pump started to work but very loud, and at moments the fluid flow was very weak. When the device was started, the pump was completely blocked and if the pump remained blocked one minute more the over temperature would be triggered. The complaint was confirmed. The root cause was a defective pump. The device also had a damaged display label. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.